Event description:
It was reported that the patient's screen completely blacked out and showed an error while they were on a replacement. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and no additional action was needed as per their request.